Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was not returned for evaluation. In a follow up with the customer, it was determined that the issue was due to user facility technician changed the button coding with the device. According to the reporter, they were able to correct the button coding problem and stated that device does not have any problem. Based on the follow up updates from the customer, the issue was resolved. The root cause of the reported issue was attributed to use error.

Event description:
It was reported that the device cv-190 exhibited cannot capture image , however, the capture video was working . According to the reporter, the issue occurred during preparation for use. Device was being used with a third party equipment. The intended procedure was able to be completed using the same device with no delay. There was no impact or harm reported due to the event.